Manufacturer narrative:
Initial report sent to FDA on 02/23/2009.

Event description:
Procedure: lobectomy. According to the reporter: while firing the first load, the handle locked up and could not be squeezed completely, staples did not form completely and tissue was not fully transected. Additional tissue was resected with a new cartridge.